Event description:
Information received by medtronic indicated that the insulin pump was not alarming. Customer stated that there was high blood glucose event. Customer's blood glucose at the time of event was 379 mg/dl. The customer did not experience symptoms due to high blood glucose. Troubleshooting was performed however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported that customer was hospitalized on (B)(6), 2022 around 2am for neck surgery but also had high blood glucose at that time. Caller said customer had issues with the pump not alarming. Caller said the pump was too old. Caller also said there was insulin delivery issue. Pump was used at the time of the incident. Sensor was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to hospitalization has been updated in summary and provided in b5 section of this report. The event date provided with initial report was incorrect. The correct event date has been provided in b3 section of this report.

Manufacturer narrative:
The customer alleged the pump does not alarm and insulin delivery anomaly on (B)(6) 2022. The customer had high bg's. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly with audio alert during the basic occlusion test and occlusion test. The no reservoir alarm functions properly with audio alert. The off no power alarm functions properly with audio alert. The pump also passed tone check and vibrate check on self test. No audio/vibrate/absence of alarm anomalies noted during testing. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the pumps bolus history screen. Device was also monitored with a basal profile. The basal profile delivered properly. No basal anomaly noted. The following were noted during visual inspection: minor scratched display window, cracked belt clip slot, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The customer alleged the pump does not alarm (audio/vibrate/absence of alarm) was not confirmed. Insulin delivery anomaly (bolus/basal) was not confirmed. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.